Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Additional inaccurate fill estimates after reloading the cartridge and after loading a new cartridge onto the pump were received. Blood glucose level was 477mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.